Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a carefusion remediation tech. "Rad tech [name removed] called stating this ventilator does not give audible alarms post tca [trans con alarm assembly] replacement. He states prior to replacing the tca [trans con alarm assembly] the alarms did not audibly alarmed either. I will dispatch field service for a thorough evaluation."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. (B)(4). The alleged faulty gas delivery engine (gde) was received by carefusion on (B)(4), 2012 routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete a follow-up medwatch report will be submitted.